Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no motor error or excessive no delivery alarm noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's diabetes educator reported via phone call of issues with the customer's insulin pump. The educator states the customer received a couple of no delivery and motor error alarms. The customer's blood glucose level at the time of incident was 422mg/dl. The customer addressed the high by changing set and treating with the pump. Troubleshoot was conducted. Multiple motor error alarms were noted in the alarm history. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.